Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
A reported incident involving a chemosafelock bag spike leakage was observed at the connector. Evaluation of the device indicated that the connection separated when slight rotational force was applied, and uneven adhesive application was subsequently identified. The device was replaced with no further issues encountered. The event occurred during patient use. There was patient involvement with no injury reported. No delay in critical therapy, unprotected chemotherapy exposure, medical intervention, or adverse operator consequences was reported.